Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, the physician observed several episodes of non sustained lead noise. It is believed that the noise was due to myopotential oversensing caused by the low frequency attenuation filter. Programming changes were made. Noise was not reproduced with isometrics. The lead remains implanted. The patient was in good condition.